Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a patient. The following results were provided: (B)(6) 2025, sid (B)(6) = 25.5 / 35.8 / <4 pg/ml, another architect = <4 / <4 pg/ml no impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 25.5 / 35.8 / <4 pg/ml, another architect = <4 / <4 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, ticket trending review, device history record review, field data review and labeling review. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 77152ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 77152ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 77152ud00 was identified.